Event description:
It was reported that while replacing an extension with the dual quad adaptor that ¿with the carrier attached to the passer, when the adaptor was lifted from the infraclavicular area toward the head, the portion near the connector between the carrier and the adaptor disconnected.¿ it was stated ¿no fragments of damaged parts remained in the patient¿ after the incident. It was noted a replacement dual quad adaptor was successfully used at that time. It was stated there ¿remained a suspicion about the durability of the passer.¿ it was reported the event presented ¿no¿ health hazards to the patient. Additional information reported that ¿as the dual quad adaptor was being passed percutaneously with a passer, a carrier was fracture.¿ it was again stated that ¿after confirming that there were no residuals of the fracture device left in the patient¿s body, the procedure was resumed and completed using a spare adaptor.¿ additional information stated ¿the patient had not been injured by the issue.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_carrier/2x4, product type: accessory. Device evaluation: analysis of the carrier found it was ¿broken in the middle of the inner carrier¿ and that ¿the walls of the carrier were stretched.¿ analysis of the tunneling tool found ¿the shaft of the tunneling tool was bent.¿ analysis of the extension found no anomaly.

Manufacturer narrative:
Product ID: neu_tunnelingtool, serial# unknown, product type: accessory. Product ID: ne u_obturator_acc, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.